Event description:
A malfunction alarm was reported by the customer, identified by a malfunction code of malf 9. There was no reported impact to the customer's blood glucose level. Technical support provided information to the customer on how to reset the pump, assisted in the reset process, and advised the customer to continue using the pump while instructing them to call back if the malfunction code recurred. The customer acknowledged and understood the instructions.